Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No over or under delivery anomaly noted. Device was monitored with no unexpected bolus delivery noted during testing. Device was also programmed with multiple test boluses. All boluses delivered properly and were listed in the device status screen. No bolus anomaly or history anomaly noted during testing. Device communicated properly with the guardian the glucose sensor simulator. No device or sensor communication anomaly, calibrations anomaly or lost sensor alarm noted during testing. Device had minor scratched display window, scratched case and a pillowing keypad overlay. Device uploaded properly using care link. Data analysis: the long trace file analysis confirmed the customer manually programmed and delivered the boluses listed below.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an over-delivering alarm. The customer's blood glucose was 4.1 mmol/l at the time of incident. The customer's current blood glucose was 11.2 mmol/l. The customer treated their blood glucose with glucose tablets. The customer stated several individual bolus doses were administered in 45 minute periods yesterday. The customer was able to suspend the insulin pump and treated their blood gucose. The customer suspected a button error issue as the pump was in the customer's pocket. The insulin pump will be returned for analysis.